Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced a cerebrovascular accident (cva). Directly after a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a cerebrovascular accident (cva). Multiple areas of stroke were identified on magnetic resonance imaging (MRI). The stroke was described as "bad" and required inpatient rehabilitation. The current condition of the patient is unknown. The device is not expected to be returned for analysis.